Event description:
Facility alleges: 58 years old female pt on hemodialysis via perncath; about one hour into treatment is noted to be "snoring loudly:, unresponsive; venous line found to be disconnected from limb catheter. Ebl200 to 4300cc. Lines were clamped, pt placed in trendelenburg position, bolus of normal saline given. Pt went into cardiac arrest. CPR initiated, pt intubated by paramedics and transported to local emergency room. At the time of transport b/p 115/60. Pulse 80 with infrequent spontaneous respirations. Facility uses a line out of these lots number: r6j015-r6b034a-r6e053, r6h113.